Manufacturer narrative:
Concomitant medical products: product ID: 37751, product type: recharger, product ID: 37761, lot# serial#: (B)(4), product type: recharger, device evaluated by MFR: analysis of the desktop charger (c0530067) found that there was a broken connector pin in the cable assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# unknown, product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the desktop charger (dtc) connector pin was broken. A replacement dtc was sent. Additional information from the consumer stated that they received the replacement, but the ins recharger (insr) was still not charging. A replacement insr was sent. Additional information was received from a manufacturer representative (rep) who stated they met with the patient and was told they had not been able to charge the ins for approximately one month. The patient stated that approximately one month ago the charger wire was damaged and would not charge the insr. They had to get a replacement and during that time the ins died. The rep performed a physician recharge mode (prm) two times and with the second one it worked successfully. They charged successfully and cleared the power on reset (por) message. The issue was resolved at the time of the report.